Event description:
On (B)(6) 2014 it was reported that a pair of palodent plus forceps had broken at the connection point and not at the tip. However, when the product was received on (B)(6) 2014 it was found that the forceps were broken at the tip. No injury resulted.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received in the past two years where this a broken tip resulted in a serious injury. Therefore, this event meets the criteria for reportability per 21 cfr 803. Inspection under microscope shows large grain size and a lot of corrosion. It would appear the tips have been incorrectly heat treated leading to a large grain size and ultimately a brittle failure, possible aided by inter-granular corrosion. A scar has been issued to the original manufacturer to correct this issue.